Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: admitted with generalized weakness and pump history revealed low flow alarms; echo revealed increased outlet conduit velocity and speed change right heart cath (B)(6) 2015 revealed poor hemodynamics and no augmentation with the pump at this time. Suspected lvad malfunction additional information also included indicated that the patient underwent a pump exchange. Patient outcome: exchange. Device malfunction causative factor: end of component expected life.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned by the hospital. A correlation between the device and the reported hemolysis and thrombus could not be conclusively determined. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange due to unspecified clinical signs of hemolysis and pump thrombus. It was noted that no pump alarms occurred. No further information was provided.

Manufacturer narrative:
Approximate age of device - 4 years, 3 months. The explanted device is expected to be returned for analysis. It has not yet been received. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.